Event description:
During prep, the physician soaked the catheter in the basin with the saline solution and noted a thin thread like foreign material came out of the distal tip of the catheter. All the products in the same basin were removed and new products were used for the procedure. The product was not clinically used.

Manufacturer narrative:
The product has been returned for eval and testing, however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days upon receipt.